Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, when physician was taking the jrny ii tka fem trial sz 9 lt out of the patient, a piece of metal broke off of it. All pieces were recovered. The procedure was completed without delay, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the returned device confirms a piece of the metal broke off from the device. The broken piece was not returned with the device. The device shows signs of significant wear and use. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.